Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having blocked sinuses, nose bleeds when he blows his nose, eye pain. The patient also alleged treatment of eye drops and ptealosis, allergic to grasses and has a treatment for prostate. There was no report of serious patient harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.